Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, deployment button (locking mechanism did not engage) failed to activate and the valve could not be recaptured then implanted at a depth of 8 mm into the left ventricle. A second non-abbott valve was implanted by performing a valve-in-valve procedure. Due to lower position, moderate to severe leak was observed and a third 23 mm, navitor valve was implanted. The patient's condition is unknown.